Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead had dislodged. The lead was explanted and replaced. There were no complications to the patient post operation.